Event description:
PICC broke in a pt. They have retracted the PICC. No indication where the catheter broke or if it embolized.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revk1191 showed no other similar product complaint(s) from this lot number.